Event description:
The us customer reported inconsistent staining on both qc and patient tissue. The field service engineer (fse) found that the syringe had air in it when aspirating. The fse replaced the syringe and stopcock which resolved this malfunction. The slides were successfully repeated on another autostainer with the same reagent vials. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. A1-a6: patient information has not been provided by the user.